Event description:
It was reported that a user experienced blood glucose (bg) fluctuations while using the ilet bionic pancreas during the night after recent initiation and while following guidance not to announce meals; the device issued glucose alerts, the user confirmed a low with bg monitoring, and treated with oral fast-acting carbohydrates, with lowest and highest reported bg values of 59 mg/dl and 215 mg/dl. Symptoms included hypoglycemia, hyperglycemia, shakiness and nervousness. Outcomes included self-treatment with juice and education on responding to low and urgent low alerts with 5¿15 grams of fast-acting carbohydrates, with no hospitalization reported. Investigation included review of device data and user report, along with troubleshooting and education on meal announcements and low-glucose management. Investigation of this case revealed the event was consistent with hypoglycemia and hyperglycemia during the early adaptation period of automated insulin delivery when meal announcements were not used, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that early-use adaptation combined with missed meal announcements and physiologic variability was the most probable cause.